Event description:
New information received notes that the pacemaker was explanted and replaced. No adverse patient outcomes were reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the patient presented for in-clinic follow up. Upon interrogation of the pulse generator it was noted that the battery voltage was 2.95v, yet no elective replacement indicator had been triggered. The patient was scheduled for device change. The patient was stable.

Manufacturer narrative:
The field complaint of data problem/ anomaly was not confirmed. Device was received with elective replacement indicator (eri) and end of service (eos) triggered. Eri is timestamped before firmware was loaded onto the device and eos was stamped as the same date as explant procedure. Analysis of the device image discovered eri status was still set to beginning of life (bol). Device did not trigger eri despite the battery voltage reaching below 2.60v because the battery voltage was not below the programmed eri trim voltage. During the entire duration of the implant, the battery voltage did not go below the eri trim voltage. Device was also inspected visually and cautery marks were noted on the can, which is consistent with an artificial eri and eos report due to cautery. After reloading the code successfully, analysis performed, including mechanical stressing of the device and functional testing, did not find any anomalies. The device was implanted for 9.32 years which exceeded device's 8.74 year projected longevity and is considered normal battery depletion.